Event description:
In (B)(6) 2014 I purchased a continuing glucose monitoring system from medtronic. I did not receive training for over 2 months. In (B)(6) 2015, I purchased a 530g medtronic insulin pump and to-date have not received training from medtronic, despite a number of attempts to contact medtronic.